Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - head portion of the retaining screw broke off. The surgeon decided to use this item, he felt it was secure to use, broken/fragmented pieces left in patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00929; 508-32-103, s801 - device cracked/broke, primar surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.